Event description:
Successfully placed line, when attempted to pull out guidewire, it snapped in half. When removed the line, the rest of guidewire was in the skin, this was pulled out. Getting cxr, axr, and r femoral x-ray to make sure there are no pieces of guidewire still in venous system.